Manufacturer narrative:
H6. Component code : proposed code : sample chamber.

Event description:
It was reported that during a brevera procedure on (B)(6), the system was functioning poorly and samples could not be obtained. The patient had already been incised and had to be rescheduled. A field engineer examined the driver and determined that the chamber alignment was out of tolerance a chamber calibration was performed and the system was checked and met the manufacturer´s specifications. No additional information received.

Manufacturer narrative:
Investigation was closed: the cause of the poor performance of the device driver was unable to be established. The reported symptoms (i.e. Straining, movement not being fluid) could have been related to non-sustained motor issues or internal component issues within the driver itself, alignment issues between the disposable (i.e. Needle) and reusable (i.e. Driver) portions of the brevera biopsy needle assembly, or issues with/damage to components of the disposable (i.e. Needle, tubing), etc. Considering the fse was unable to confirm any issues with the driver, a specific root cause was unable to be established at this time. While chamber alignment issues were discovered during a functional test of the brevera system, this issue would not influence the performance of the driver itself. The reported driver issue was unable to be reproduced in the field and no further testing was able to be conducted as no product was returned; therefore, root cause was unable to be established. While chamber alignment issues were discovered during a functional test of the brevera system, this issue would not influence the performance of the driver itself. The device history records for the serial numbers involved ((B)(6)) were reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspection.